Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The device had been cycling but it was not effective. A revision surgery was performed in which the existing device was removed and a new aus system was implanted. During the procedure the physician identified the problem to be atrophy. The patient did not experience further adverse events and was said to have a satisfactory outcome following the procedure.